Event description:
The affiliate reported that when it was connected with icp, the machine still represented no transducer detected. Another device was used to complete the case.

Manufacturer narrative:
Please be advised that per the new matrix on 12/06/2013 this event is being re-classified as a malfunction. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier "millar" performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage/abnormalities to the millar sensor. Slight kinks and bends along the catheter body. The device failed temperature test - reading was 1.0mmhg. It should be +/- 0.5mmhg. Adjusted potentiometer - temperature in spec. (Probable cause is the connector being dropped or bumped hard enough to offset the potentiometer). Note that this issue is unrelated to the difficulty reported by the customer. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 02/04/13. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.